Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear of the liner. Update: litigation papers received (B)(4) 2013. Litigation alleges pain, clicking and elevated metal ion levels. Records indicate that the patient was actually implanted with a poly liner, though general litigation alleges metal on metal. Date of implant and side have been provided and complaint updated with that information. A femoral head is also being added to address the allegations.

Manufacturer narrative:
Update rec'd 12/16/2013 - pfs and medical records received. Part/lot was provided for the head. The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination for the depuy cup since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/13/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated disassociation, popping, black soft tissue, liner malshapened/tines worn out, scoring on the trunnion due to impingement from the dissociation, and neutral cup position. The cup wasn't revised. The cup is being added to the complaint. Lab results from (B)(6) 2012 (after dor) indicated the metal ion levels were below 7ppb. The complaint was updated on: 6/1/2015.